Event description:
It was reported that the right ventricular lead impedance and thresholds have risen. In addition, under fluoroscopy it appeared there was an exceptional amount of lead body in the right ventricle and the lead displayed a significant amount of movement wirth every contraction. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.